Event description:
Event description guidant received information that this pacemaker was prophylactically explanted due to the recent recall/advisory. Additionally, there was no atrial sensing or capture despite maximum device outputs. Therefore, the atrial lead was removed from service and replaced.